Event description:
The company was informed that the patient experienced a perilymph gusher during the implant surgery. The patient will continue to be monitored by the center. Advanced bionics is in the process of gathering more information; once more information is obtained, a supplemental report will be submitted.